Event description:
Customer reported that a baby was in the operating room for a palatoplasty. Two peripheral ivs were started. Lactated ringer's solution was infusion at 15ml/hr in one of the IV sites (rate was increased to 100ml/hr for a brief period). When a medication was being IV pushed into a line, they felt resistance. When the IV site was assessed, it was found that the arm was swollen. Ortho was consulted and the pressures in the baby's arm were high. Compartment syndrome was suspected and the baby had a fasciotomy done. Doctor in anesthesia said that the pump did not alarm for any high pressures. Profile used is peds ICU which has an occlusion limit of 525mmhg. Customer is requesting a log review. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A f/u report will be submitted once the investigation has been completed.